Event description:
During follow-up, sensing noise was observed on the right ventricular (rv) lead. Lead to can damage was suspected but not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.